Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, she experienced severe eye pain. She also recalls more flushing of the right eye than she had when the left eye was implanted. No problems with the left eye. She experienced blurry vision immediately after the procedure. On the first postoperative day, the surgeon suspected an infection and informed her that there was iris pigment in the eye. The consumer then had a vitrectomy and an antibiotic injection by a retina specialist. The consumer's husband stated that tass was documented on (B)(6) 2013 by the surgeon and his partner. She has had second opinions and was told by other ophthalmologist that they were concerned that sterile water may have been used during the procedure. She has since been diagnosed with glaucoma due to pigment dispersion and is having to use eye drops to control the intraocular pressure. She continues to have blurry vision/cloudy vision and there is iris pigment attached to the iol. The cloudy vision is due to intense iris pigment that is still floating in the eye. The vision can be corrected to almost 20/20 but is still cloudy with the correction. At the request of the consumer, no follow up will be conducted as the consumer does not want the surgeon contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further follow up was conducted, as the consumer requested that the surgeon not be contacted. (B)(4).

Manufacturer narrative:
Evaluation summary: an investigation has been previously conducted by the manufacturer, which shows no evidence of tass related to our product. The product was not returned and not enough information was provided from the account for further investigation. It is unclear how the product could have contributed to this event. (B)(4).